Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred 5 years ago. Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(4). Batch: 18484525 / 18197530.